Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose with a reported value of 65 mg/dl after dinner while using an ilet system with a freestyle libre 3+ sensor, treated with oral glucose (orange juice), and later reported that the dinner contained more carbohydrates than usual without making a ¿more¿ meal announcement; the pump responded to the postprandial hyperglycemia reported at 255 mg/dl and subsequent automated corrections contributed to hypoglycemia, representing an incorrect procedure related to the user interface and meal announcement workflow. No adverse clinical symptoms associated with hypoglycemia and subsequent hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem, specifically improper procedure and failure to follow instructions regarding meal size announcement through the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.